Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified ventriculoatrial (va) shunt. A 8.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.